Manufacturer narrative:
Used (B)(6) 2019 as event date as there was no date provided.

Event description:
It was reported that catheter entrapment occurred. When the emerge balloon catheter was advanced for dilatation, the device became stuck with the wire and upon removal pulled everything out including the wire. No patient complications were reported.